Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) had recorded episodes that indicated possible emi oversensing during tens therapy. The device also provided a shock into a normal sinus rhythm during the time this therapy was being administered.